Event description:
The customer reported the display was blank.

Manufacturer narrative:
The customer reported the display was blank. The unit was evaluated at philips, and the reported symptom was duplicated. Replacing the power pca resolved the reported issue.